Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump gave her too much insulin and the paramedics treated her for low blood glucose under 30 mg/dl. Customer stated she fell asleep with a normal blood glucose under 200 mg/dl and woke up to paramedics, who treated her intravenously.